Manufacturer narrative:
It was found that the base frame was bent slightly the damage did not have any functional effect on the unit.

Event description:
It was reported that the arbor was sagged at the right side without any strain. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the arbor was sagged at the right side without any strain. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.